Event description:
Customer was in the middle of biopsy and the needle broke off at the hub and went into the pt and they had to have a cardio thoracic lung surgeon come in and had to operate the next day and remove the needle. The lung did not collaspe, and they removed it and so far has not had any problems as of yet but they did have to remove part of the lobe of the lung.

Manufacturer narrative:
Unfortunately, no sample was received for evaluation and, therefore, we are unable to confirm the reported issue. However, it is possible that the reported failure could be related to the manual dispensing process which could result in air pockets, insufficient adhesive or missing adhesive. A change to the bond curing process will be made to oven curing in order to improve this process. A review of the device history record show no issues while performing manufacturing documentation review.